Event description:
It was reported that a pump triggered an altitude alarm, identified as alarm 21, while operating within the validated altitude range. Customer's blood glucose level was not impacted. The customer's insulin delivery was initially suspended due to the alarm. Technical support instructed the customer to clean the speaker holes and reconnect the current cartridge, but these actions did not resolve the issue. The alarm recurred even after loading a new cartridge, leading technical support to decide on replacing the pump and cartridge.